Event description:
Additional information revealed that patient had their ipg explanted and replaced. Stimulation was reportedly restored postoperatively.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient had not charged their ipg as recommended, causing the ipg to become inoperable. In turn, surgical intervention may be pending to address the issue.